Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: a-2 - age units (patient) from "weeks" to "years". The device was returned to the factory for evaluation on 12/17/2024. An investigation was conducted on 01/30/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cord. The connector ends were observed to be intact. No visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during the ligation phase of the procedure, the hemopro2 extension cable is broken. A replacement device was used to complete the procedure without further incident. The only delay was problem solving and opening another cable. No patient injury reported.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.